Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) was in elective replacement indicator (eri) and turned off. The patient had not been able to charge the ins to 100%. Since the ins was off, the patient experienced a return of dystonia symptoms. The ins had been implanted for 8 years and the patient knew how to recharge the ins. Since the patient needed therapy, a revision to replace the ins was planned, but not scheduled. The issue was not resolved and the patient was alive with injury. No further patient complications were reported. The patient's indication for use is dystonia.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experienced irregular losses of therapy and they had to turn the implantable neurostimulator (ins) on manually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was initially reported that the patient's ins was explanted and would be returned for analysis. Clarification was then received that the patient did not want the ins replaced, and would rather try therapy with the device for another 6 years. The ins was extended for the next 6 years. If the patient decides they want a replacement they will contact the (hcp) and manufacturing representative.